Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she was having issues with the insulin pump. She has been administering insulin throughout the day and her blood glucose is till high. Customer's blood glucose was over 600 mg/dl took 10 units of insulin with manual inject and it went down to 434 mg/dl. Her symptoms are dry mouth and not feeling well. Troubleshooting was performed and the device failed high pressure test. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.